Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone that blood glucose remained high between 500 mg/dl and 600 mg/dl. Customer reported that healthcare provider's office call to troubleshoot and insulin pump was working as designed. Customer was taking off of insulin pump and blood glucose began to drop to around 300 mg/dl. Customer was advised that insulin pump would be replaced.